Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) alleging a power (intermittent power) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 22-dec-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: review of the black box data revealed one unexplained power on reset. There was no moisture/corrosion in the battery compartment and no damage to the battery compartment. A battery cap measured was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The pump was powered on and exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.